Manufacturer narrative:
Three new samples list # mc33327, 7" and 2 two new. Ref # (B)(4), b braun introcan safety 3 closed IV catheter 22 ga, were returned for evaluation. As received no physical damage or anomalies were observed. The returned samples were opened and connected into the returned catheter, no disconnection, issues or anomalies were observed. The samples were tested as per procedure and no leaks were observed. The male and female luers were measured finding within specification. Complaint of leaks at the connection cannot be confirmed or replicated. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.46 ml, pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock where it was reported the set was leaking. The leak occurred at the connection from the extension set leur to the catheter end externally from the patient. No hole, cut, tears noted, the site becomes loose at the connection site either during the infusion or at the end of the infusions. No blood loss or bleed back. The medication that leaked was chemotherapy with fluids. There was patient involvement and no harm, but patients and staff are being exposed to chemo leaks.